Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that the unit is receiving a no alarm display. When patient is hooked up it does not show on the monitor. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
There have been several attempts made to obtain this device for further investigation or evaluation information; however, there was no response received. The customer was provided a replacement device. The cause of the reported problem cannot be determined as the device has not been evaluated. In the event that the device is returned for evaluation and/or additional information is obtained, this complaint file will be reassessed and updated accordingly. (Device) problem code grid was corrected.